Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that she inserted a sensor the day before and was trying to calibrate when the insulin pump went into threshold suspend. The customer stated that the sensor was reading 53 mg/dl but her blood glucose was 96 mg/dl. Customer was advised to select suspend or restart basal. Proper insertion was discussed and the customer was advised to call back if issue happens again.